Event description:
New information received notes the issue was resolved, the pacemaker was functioning normally, no other interventions were performed or expected to be done.

Event description:
It was reported that an error message was displayed when interrogating a newly implanted pacemaker. The message indicated the device battery was not as expected due to cold temperatures. The device was re-interrogated the next day and battery voltage had still not recovered. The patient was advised it may take up to 28 days for battery voltage to display the expected level. The patient was to present for a follow up in clinic after the proposed time to determine if the issue was resolved. The patient was stable throughout.